Event description:
This patient complained of redness and swelling with clear discharge about 4 weeks postop. No prior infection. Discharge did not contain infection. Patient is now recovered and taking therapy.